Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the outer insulation had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism and there was tissue on the helix; full lead returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that within a few weeks of implant, there was high atrial threshold requiring increased output. During the lead revision attempt, the physician was unable to remove the atrial lead, as it appeared to be adhered to the rv (right ventricular) lead. The physician chose to explant and replace both leads, and suspected a possible clot at the svc (superior vena cava) preventing the atrial lead from being removed initially. No patient complications have been reported as a result of this event.